Manufacturer narrative:
Correction: the serial number was reported as (B)(4) in the initial report. The serial number has been updated to (B)(4). Additional information: the manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address the initial medwatch stated the date of manufacture was unknown, the correct date of manufacture is apr 19, 2005. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor seized, jammed and moved heavy. It was also observed that the trigger did not drive the motor, the device was rotating slowly and the device was noisy. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported in the service order from (B)(6) that the battery reciprocator device trigger was not driving the motor and the device made noise while rotating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.